Event description:
During attempted implant, loss of capture, high pacing impedance, and noise were observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.